Event description:
It was reported that during an unknown procedure, the device misfired twice. No other details are known. There was no patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. The reload was received partially fired and with the lockout spring normal. The firing mechanism was noted to be damaged. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.